Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.0/1.0/161 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. The problem was resolved. The cause of the event is unknown. Reportedly, status of the eye is said to be, "good." Also, "scheduled to be replaced at a later date after lens selection."

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn. Dimensional inspection found the returned lens to be within specifications. (B)(4).